Manufacturer narrative:
Evaluation revealed the implants broke at the hex. This condition typically occurs due to leverage applied when the implant is not inserted perpendicular to the prepared hole.

Event description:
It was reported the implants (x2) broke as the surgeon pulled back to remove the inserter. The broken pieces were not retrieved, and the case was completed with a different lot number. This device is used for treatment.